Manufacturer narrative:
Date received by manufacturer: 01aug2019. Report date: 18oct2019. This event was addressed in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the device had been repaired and was back in clinical use. No further information was provided as to how the event was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator that experienced power supply over-voltage alarms, then emitted a popping sound, followed by the odor of "overheated electronics." This event was reported to have occurred during clinical use. There was no harm associated with this event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08aug2019.

Event description:
The customer reported a ventilator that experienced power supply over-voltage alarms, then emitted a popping sound, followed by the odor of "overheated electronics". This event was reported to have occurred during clinical use - there was no harm associated with this event.